Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens in the right eye. Approx two months postoperatively, the pt complained of seeing double or triple at lights, starbursts, and difficulty discerning colors. A yag capsulotomy was performed in 2007. The pt was given spectacles and is planning to have his astigmatism corrected. According to the physician, the etiology is unk.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.